Manufacturer narrative:
The technician found the head section will not go down with the CPR lever, but will go down using the side rail controls. Technician found the cause to be the CPR valve is stuck. The technician replaced the CPR valve to resolve the issue.

Event description:
Account alleged the head section would not go down with the CPR lever. No alleged injury by the account.